Event description:
It was reported the insertion of the blade on the dermatome device has changed. It is difficult to insert the blade, there is a need to apply force. It is reported the device was in contact with the patient; however, there was no patient injury. Additional information was received: actually the complaining surgeon has a very big experience with our dermatomes and he knows very well how to manage the insertion of the blade. What he is experiencing now is that if he inserts the blade in the recommended side of insertion he has difficulties in accommodating it into the bottom back of the handpiece and sometimes surgical gloves get stuck under the blade. So he reverses the side of insertion of the blade (which turns out to be easier) but the quality of the cut he has is bad. The surgeon then was asking if you changed the supplier of the blades because he had never experienced such a big difficulty of blade insertion in the past.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.